Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing soreness at the magnet site due to pressure sore and fluid around magnet site. The recipient reportedly wears a hat with name tag near magnet site for work. The recipient was advised to cease device use.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient was medically cleared on (B)(6) 2025. The issue has resolved and the recipient is wearing the device. No further follow up will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.